Event description:
It was reported that during a right coronary artery stenting procedure, in a heavily tortuous vessel, the 3.0 x 12 mm xience v stent failed to cross through a previously placed xience v stent, then dislodged during removal of the stent delivery system. The stent was successfully snared. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the sds advanced over a guide wire. The stent implant was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were three bends in the hypotube shaft 5 cm, 15 cm and 67 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the xience v sds was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties. It should be noted the electronic xience v everolimus eluting coronary stent system instructions for use (IFU) states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. A search of the lot history record indicated no non-conforming material reports for the lot related to the complaint. Additionally, a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. It is likely that the stent interacted with the previously placed stent during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging.